Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high capture threshold and ventricular high rate (vhr) episodes with noise were noted in the unipolar pacing configuration. Sensing in the bipolar pacing configuration was low. The lead remains in use. No patient complications have been reported as a result of this event.